Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. The cutter assembly contained within the stellaris 25 gauge posterior vitrectomy pack is manufactured by midlabs. The manufacturer has been contacted. Investigation is ongoing.

Event description:
A report was received from a user facility in the (B)(6) stating: "the cutter worked initially but stopped cutting during the case." Additional information received from the physician states "the cut mechanism seemed to stop as I was in the eye doing my peripheral vitrectomy. The result was traction on the vitreous base." There was no serious injury or report of permanent impairment reported related to the event.